Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided by the customer, therefore, a device history record review could not be performed, and the manufacturing date was not determined. The cause of the complainant's event could not be determined without evaluation of the complaint device.

Event description:
It was reported that the sutures pulled out of the eyelet after impacting the anchor. The eyelet had cracked/split. The anchors were removed but the eyelets remain buried in the patient's bone. No further patient information is available from the customer and no additional adverse consequences were reported from this event. This device is used for treatment.